Manufacturer narrative:
The glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable where they were able to verify the reported issue. It was found that when the cable was manipulated, the image would disappear and show the connect cable message. Since the customer received a replacement and there are no repairs available for the device, the returned cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear when the cable was manipulated. The customer indicated the procedure was completed with a backup glidescope spectrum smart cable; however, the length of time it took to prepare the second device was not reported. No harm to the patient or user was reported.